Manufacturer narrative:
It was reported the polarstem modular head for 21000662 (art. No. 75023711 / lot no. A52521) was fractured. It is unknown if the event happened during a surgical procedure or a surgical delay occurred, or backup device was available. No patient injury was reported. The complaint device, intended for use in treatment, was returned for investigation. The fracture through the notch was confirmed upon visual inspection. The fractured part is missing. The production documentation was reviewed, no deviations from the standard manufacturing procedure were found. The complaint history review was performed. 2 further complaints were found for devices of the same lot. The received instrument is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The observed failure could not be reproduced. Based on the conducted investigations the root cause of the fracture could therefore not be determined conclusively. There is no indication that the device failed to match specifications at the time of manufacturing. Nonetheless, in combination with our continuous effort to improve our products, design changes have been implemented to enhance the mechanical behaviour of this device. Smith+nephew will continue to monitor for similar issues. The complaint device will be archived.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the polarstem modular head for 21000662 was chipped. It is unknown if the event happened during a surgical procedure, if there was a surgical delay, backup device available or patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.